Event description:
Failed knee implant. Original or first surgery for bilateral knee replacement was (B)(6) 2007. Implant used was made by stryker. Scorpio model. Failure was to the right knee tibial tray, plastic peg broke for no apparent reason. Tibial tray ref. (B)(4), lot no. Vplmjd. I had a revision surgery on (B)(6) 2011 to replace defective part. On (B)(6) 2012, I had another surgery to remove plastic pieces that were not found during the revision surgery.